Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. How many patient events occurred? Were they previously reported to ethicon? If yes, product complaint #? 8. Please address all questions for each patient: doctors only report when they encounter many cases of swelling and festering when using the product, not each individual case. Doctor can not remember - and have no time to search. Was any surgical intervention performed? No. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. Doctor follows the IFU of the product. What prep was used prior to, during or after adhesive use? Follow IFU. Was a dressing placed over the incision? If so, what type of cover dressing used? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not clear & no information. Is the patient hypersensitive to pressure sensitive adhesives? Not clear & no information was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Not clear & no information patient demographics: initials / ID, gender, age or date of birth; bmi refuse to provide the patient's personal information patient pre-existing medical conditions (ie. Allergies, history of reactions) not any has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Not clear - no information was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No product code and/or lot of product used? Refer to complaint report is product available for return/analysis? Still remain 10 tubes - same lot - hospital request to return these tubes name of surgeon? Dr. Le nguyet minh current patient status. Wounds were healed what is the physician¿s opinion as to the etiology of or contributing factors to this event? Demabond additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Description states¿. Swelling or fester¿. What does ¿fester¿ mean? Several patient photos were provided - please tell us which photo belongs to which product complaint #? Is there a photo to correspond to each patient /product complaint? What was the procedure date? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a breast biopsy on an unknown date in 2022 and topical skin adhesive was used. Used adhesive to close skin for breast biopsy. Patient has swelling, even fester after 3 days of use. Antibiotics provided after onset of swelling as treatment by the doctor. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Health effect - clinical code additional information has been requested and received. Attempts to obtain the device have been made, however not received to date. If further details are received at a later date a supplemental medwatch will be sent. Description states¿. Swelling or fester¿. What does ¿fester¿ mean? Fester describes a process where a wound that becomes septic or infected this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.